Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and positioned the was in the laa of the patient. The physician removed the dilator from the was and at this time the patient began experiencing st segment elevation. The patient became hemodynamically unstable. The physician gave the patient medication to treat the st segment elevation. The patient went into cardiac arrest and required cardiopulmonary resuscitation. An angiogram of the right coronary artery showed that there was an air embolism present in the patient. The physician used a non-boston scientific catheter to remove the air from the patient. An intra-aortic balloon pump (iabp) was placed, and the patient was sent to intensive care unit. The patient did not recover from this event and the patient died the next day.